Event description:
Boston scientific received information that this device and non boston scientific right ventricular (rv) lead displayed high out of range shock impedances. No max energy shocks were delivered to assess the lead. This issue continues to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.